Manufacturer narrative:
(B)(4).

Event description:
Physician contacted dexcom technical support on (B)(6) 2015 on patient's behalf to claim no audio output on (B)(6) 2015. At the time of contact the physician did not report any injury or medical intervention.